Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that from (B)(6) 2022 to (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with eight infusion sets. Reportedly, she experienced high blood glucose level in the past and her highest blood glucose level was 400 mg/dl. The infusion set had been used for 24 hours or less. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.